Event description:
Device 3 of 3. Ref. MFR reports: 1627487-2014-02050, 02051. It was reported during the pt's scs permanent implant procedure high impedances were observed when testing the system intraoperatively. The leads were disconnected and tested separately, impedances were still high but not as high. The leads were then reversed but the impedances did not change. The ipg was replaced but the issue persisted. The physician completed the procedure. A full system diagnostics was performed postoperative and all was within normal ranges. The pt's system was programmed and effective stimulation therapy was obtained. The procedure was extended by approximately 40 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.